Event description:
It was reported that before use of the bd microfine plus¿ pen injector needle the needle was bent on the none patient end and the inner shield and needle was missing. The following information was provided by the initial reporter, translated from japanese to english: 1.the needle npe was bent when removing the tear drop-label. 2.when removed the shield, inner shield and the needle were missing.

Manufacturer narrative:
H.6. Investigation: two open 31g x 5mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the two opened samples and photos and a bent non patient end of cannula was observed on one sample, the second sample only an empty cover was returned, evidence of a teardrop label being applied to the cover was observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd microfine plus¿ pen injector needle the needle was bent on the none patient end and the inner shield and needle was missing. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle npe was bent when removing the tear drop-label. When removed the shield, inner shield and the needle were missing.